Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: the black box showed evidence of a short battery life with a sudden voltage drop leading to a call service replace battery alarm on (B)(6) 2014. No battery or cartridge caps were returned with the pump; a test battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked on the side from the threads down to the case seal. Moisture corrosion was observed in the battery compartment. The pump failed a leak test due to the battery compartment crack/leak. All currents were within specification. Product analysis was unable to duplicate the short battery life complaint. The pump cover was removed for further investigation and no further moisture ingress or any intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).